Event description:
Post op infection. Right knee arthroscopic acl reconstruction w/patellar tendon allograft. Thirteen days later pt was returned to surgery for a right knee arthroscopy with washing and debridement.

Event description:
Add'l info rec'd from MFR 7/20/04: trending and analysis did not reveal any other infection complaints for the above lot numbers. A review device history records did not reveal any anomalies or problems with the above lot numbers. A review of sterility records was performed and did not find or identify any problems. Package seal testing results were also reviewed and results were within specifications. No evaluation from the reporting facility was provided to depuy mitek. The product was not returned to depuy mitek and therefore co can not provide any root cause analysis. Depuy mitek considers the issue closed at this time.